Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a scheduled battery change procedure. During the pre- procedure interrogation, it was noted that the right ventricular lead exhibited externalized conductors and the atrial lead exhibited noise. The patient was scheduled lead removal at a later date. No further information was available.

Event description:
New information received noted that the right ventricular lead and atrial lead were explanted and replaced successfully on (B)(6) 2019. The patient did no have any negative effects from the procedure and was noted to be in stable condition.